Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of atrial septal defect (atrial perforation) and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of atrial septal defect appears to be related to procedural circumstances and not a product quality issue; however, a definitive cause for the reported dyspnea cannot be determined. Although a conclusive cause for the reported dyspnea and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after the initial procedure, the patient returned with an atrial septal defect (asd) which required intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted, reducing the mr to 1-2. The patient had a good outcome. On (B)(6) 2016, the patient was seen due to shortness of breath. The clips were noted to be well seated and secure on the leaflets; however, mr had increased and there was an asd. The increased mr was due to disease progression and was not related to the implanted clips. On (B)(6) 2016, mitral valve replacement was performed for the increased mr and the asd was repaired. The patient was confirmed to be stable after surgery. No additional information was provided.